Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report cable break and positioning failure. It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with grade of 4. When the steerable guide catheter (sgc) was introduced into the groin, the +/- knob did not hold position, the straight tip returned to original shape. The +/- knob was checked and noted that it was no longer working. There was no issue with the sgc tip. Therefore, the sgc was changed to a new sgc to continue the procedure. One clip was implanted, reducing mr to 2. There was no adverse patient effect and no clinically significant delay in the procedure. Return device analysis identified that there was a cable break and that the sgc could not be straighten. No additional information was provided.

Manufacturer narrative:
All available information was investigated and the reported knob slippage was not confirmed via returned device analysis. Device analysis identified that there was a cable break and that the steerable guide catheter (sgc) could not be straightened. It is possible that the knob slippage was due to the identified broken cable; however, this cannot be confirmed. The observed unable to straighten the sgc was due to the identified broken cable. However, a cause for how the cable broke cannot be determined. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the knob slippage. There is no indication of a product issue with respect to manufacture, design, or labeling.